Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients incision at the ipg site was opened and the ipg was exposed. The physician believed that the infection was not device related. The physician also did not suspect anything from the recent procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an ipg explant procedure and was reportedly doing well.